Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz1567 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported anti-reflux valve causing resistance, making it difficult to infuse medication and remove air. No other information was provided.